Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The handle/plunger broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated and broke off. The capsule was still attached to delivery system. The trocar needle was fully advanced with blood/tissue present. The analyst was able to grab the remaining piece of the plunger shaft and pulled it back releasing the capsule easily. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-december-2007).